Event description:
In 2002, the facility's biomedical engineer informed the MFR of the following: during implantation of the xve lvas, the surgeon noticed that there was blood oozing from the outflow graft where it meets the metal ring. The dr thought this leak occurred when the locking screw ring on the bend relief was tightened. The biomedical engineer stated that the dr also reported that the outflow valve looked discolored and as a result, a spare was utilized. The outflow graft was replaced, and when the bend relief was attached, it was cut longitudinally. The locking screw ring was tightened and the bend relief was sutured back together. No further details were provided.